Manufacturer narrative:
Add'l catalog #: 72402287. (B)(4). Balloon had operating room damage. Pump performed within specifications. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B)(6) female with neurogenic disorder and obstetric trauma was implanted with an acticon device on (B)(6) 2008. On (B)(6) 2008, the balloon and pump were removed and replaced due to fluid loss. No further information was provided.